Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the ring or circle in the lens was identified. It is likely the result of component failure; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited ring or circle in the lens. There was no patient involvement.